Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles would not function. The following information was provided by the initial reporter: I have more than usual duds in this order. Of course, I get a couple of duds in every order but this one seems to be more than usual.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles would not function. The following information was provided by the initial reporter: I have more than usual duds in this order. Of course, I get a couple of duds in every order but this one seems to be more than usual.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device catalog #: 320119; d.4. Medical device lot #: 1173028; d.4. Medical device expiration date: 6/30/2026; d.4. Unique identifier (UDI) #: (B)(4); g.4. PMA / 510(k)#: k023264; h.4. Device manufacture date: 6/22/2021. H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles would not function. The following information was provided by the initial reporter: I have more than usual duds in this order. Of course, I get a couple of duds in every order but this one seems to be more than usual.